Manufacturer narrative:
Additional information regarding the patient's equipment was requested; however, not made available. This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the patient's surgeon, it was reported that the patient developed skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery (date not reported) and the skinflap tissue was reduced. It was reported that the site was highly vascularized, resulting in bleeding following the procedure. The implanted device remains insitu.